Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303289, expiration date 09/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the advantage system.

Event description:
Customer reportedly received result of 343 mg/dl on the advantage system while using comfort curve test strips, and result of 143 mg/dl on the aviva system within 10 minutes. Advantage meter is coded incorrectly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.